Event description:
It was reported that this pacemaker recorded a code 1003, indicating that the voltage is too low for the projected remaining capacity. Data analysis identified potential high impedance within the battery. As a result, device replacement was recommended. This device remains in service. No adverse patient effects were reported. Additional information was received indicating that this device was subsequently explanted and replaced. No additional adverse patient effects were reported. This device will be returned for analysis.

Event description:
It was reported that this pacemaker recorded a code 1003, indicating that the voltage is too low for the projected remaining capacity. Data analysis identified potential high impedance within the battery. As a result, device replacement was recommended. This device remains in service. No adverse patient effects were reported.